Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Due to complaint data trending for this defect the manufacturing site has opened a CAPA# (B)(4) to identify root cause and corrective action. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® buffered sodium citrate blood collection tube overfilled. No injury or medical intervention reported.